Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is not available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable, apnea interval, circuit fault, motor fault, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.